Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Asr xl/ resurfacing: right. Reason(s) for revision: unknown. Doi: (B)(6) 2006; dor: (B)(6) 2007; right hip. Update ad 12 feb 2018: translated claim letter received. Claim letter alleges severe joint pain that prevented the patient from walking, acuteright coxalgia and loosening of the right total replacement's acetabular cup. It was also indicated that the prosthesis implanted were broken and the plaintiff is asking for compensation. Doi: (B)(6) 2006; dor: (B)(6) 2017; right hip (asr).

Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product.